Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturing rep was with the patient in the clinic and states that on tuesday, the patient was charging and saw their battery level jumped from 30-80% automatically. Along with this, they noticed a return of all their symptoms and cannot feel the therapy. Rep states upon interrogating it, they are able to see this "jump" with a charge session from 30-40% and then later that day from 80-100%. The stimulation is turned on. The patient has a history of anxiety. Agent advised rep to have the patient follow up with their provider for the return of symptoms.